Manufacturer narrative:
H10: based on the details of the customer¿s response, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle, adhering to the objective lens, adhering to the lg-lens, and adhering to the c-cover could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customers¿ allegation was confirmed due to nozzle had clogging of foreign material. Prior to returning the device it is unknown if the customer performed reprocessing. In addition to the reportable findings documented in b5, the following nonreportable findings were; due to a pinhole on channel tube and the bending section cover water tightness was lost, due to dirt on the objective lens the image had a stain, due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, adhesive on bending section cover had a chip and a crack, the control unit had discoloration, due to scratch on objective lens flare occurred, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the air/water supply system of the colonovideoscope was defective. There was no report of patient harm, injury or procedural delay. During device evaluation at olympus, it was found there was foreign material in the nozzle, o the plastic cover, and on the objective and light guide lenses. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.